Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an iq drive not detected message during power up of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient woke up and felt too full and bloated. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn that it is unknown where the fluid leak occurred from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and a misaligned touch screen. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. Using a card for windows program, a personalized flash drive was inserted in the complaint cycler and after the completion of the test treatment, the treatment datasheet was successfully written to the installed flash drive. The simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving an iq drive not detected message during power up of their treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient woke up and felt too full and bloated. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn that it is unknown where the fluid leak occurred from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information was requested, however; to date has not been provided.